Event description:
Customer reported the c-arm drifts when the brake is released, even though it is a mechanical system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the friction clutch. System operates as intended. This MDR is related to ge healthcare complaint number.